Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4). Analysis revealed no anomalies. The grommet is damaged and the setscrew is loose/detached.

Event description:
It was reported that upon connection of rv lead to device there was loss of capture. The lead was disconnected and upon reconnection, the setscrews could not be re-tightened. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.